Event description:
One endeavor drug-eluting stent was successfully implanted to the diagonal lcx. Patient was asymptomatic at 6 month follow up. Patient death is reported to have occurred twenty-one months post stent implant. Death is reported as a non-sudden cardiac death, due to heart failure. No autopsy is available. Investigator has indicated that event was unrelated to endeavor drug-eluting stent. Please note that this device is not distributed in the united states.